Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope had foreign material on the in the nozzle, the adhesive on the objective lens and light guide lens, plastic distal end cover, connecting tube, switch, switch 1 and control knob. There were no reports of patient involvement